Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with the device leading to non-use. Subsequently, the devicewas explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.